Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed repeatedly inadequate sense annotations that inadequately delayed shock delivery. The device also required 4 shocks to convert the arrhythmia. It was also mentioned the device is programmed to alternate vector as it had recorded oversensing in primary and secondary vectors in the past due to myopotential noise, which resulted in inappropriate shock delivery. Further review by technical services (ts) was requested, however, the device data was not provided for analysis. Additional information was provided. An x-ray was performed and it was determined that the device is too caudal. Device repositioning was suggested to the patient, however, the patient left the hospital against medical advice. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed repeatedly inadequate sense annotations that inadequately delayed shock delivery. The device also required 4 shocks to convert the arrhythmia. It was also mentioned the device is programmed to alternate vector as it had recorded oversensing in primary and secondary vectors in the past due to myopotential noise, which resulted in inappropriate shock delivery. Further review by technical services (ts) was requested, however, the device data was not provided for analysis. Additional information was provided. An x-ray was performed and it was determined that the device is too caudal. Device repositioning was suggested to the patient, however, the patient left the hospital against medical advice. The s-ICD remains in service. No additional adverse patient effects were reported.